Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted. Three attempts were performed to obtain additional information, but no response was received from the customer.

Event description:
It was reported that the subject device had a no image. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. Additional data:h3, h6. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, a definitive root cause could not be established. It is likely the following led to the malfunction: the image sensor unit was damaged, which led to the suggested event. As cause of damage on the image sensor unit, we presume that the bending section received irregular stress by excessive angulation. We also presume from finding of multiple dents at the insertion section that external stress was applied to the insertion section, caused damage to electronic components. However, we could not specify cause of damage on image sensor unit. The event can be detected/prevented by following the applicable chapters in the instructions for use which state: olympus will continue to monitor field performance for this device.